Manufacturer narrative:
Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Mechanical influences, like the reported trauma may have led to a weakening of the fixation and therefore may have led to device mobility. The problems described in the patient report appear to match the damage found. This is combined initial and final report.

Event description:
Users hearing deteriorated over time. User has hit his head several times over the years. In situ measurements showed a device malfunction. Re-implantation has been performed.